Event description:
The pt reported he received several e10's (cartridge error) on the display of his insulin infusion device during the cartridge change process. He stated he has tried the process several times and during the rewinding of the piston rod he receives the e10 message. The pt was instructed to put the device in stop, insert a new battery, and try to perform another cartridge change process. During the process, the device made a "strange sound" while the piston rod was retracting and again displayed an e10. The pt did not report blood glucose concerns related to this issue. The pt did not require assistance from a healthcare professional or second party to address the issue. The product was replaced and requested to be returned for eval.